Event description:
The reporter stated that the surgeon inserted a visian implantable collamer lens model micl 13.2mm and noticed the rear haptic was torn. The lens was removed and replaced with no patient injury. The reporter stated the surgeon thought the lens was not loaded properly.

Manufacturer narrative:
Eval results - a visual inspection of the returned product shows a portion of a plate haptic is torn off and missing. There is clear surgical residue on the lens. A work order search was performed for similar complaints within the search and no similar complaints were found. It should be noted that the injector, foam tip plunger and cartridge were not returned for evaluation.